Manufacturer narrative:
Manufacturer's investigation conclusion: the report event was confirmed based on an onsite evaluation by an abbott representative as well as a submitted photograph. It was reported that the vad coordinator would like to plan a clamshell repair. Rescue tape was currently placed on the area until the repair. On (B)(6) 2020 an abbott technical services representative successfully performed the clamshell repair. The patient remains ongoing on the heartmate ii lvas and no further events have been reported at this time. The hmii lvas IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The clamshell repair was performed on (B)(6) 2020 with no issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the account asked for a clamshell repair on (B)(6) 2019. The clam shell repair was scheduled for (B)(6) 2020. On (B)(6) 2019, rescue tape was placed on the patient percutaneous lead until a repair can be completed. No additional information was provided.